Event description:
This case was reported by a consumer and described the occurrence of idiopathic thrombocytopenic purpura in a (B)(6) pt who rec'd super poligrip extra care with poliseal (formulation (B)(4)) and super poligrip (formulation unk but described as (B)(4)) for approx three years for denture adhesion. A physician or other healthcare professional has not verified this report. Concurrent medications included atenolol, hydrochlorothiazide, sodium rabeprazole (aciphex), oxycodone, fluticasone propionate+salmeterol xinafoate (advair), mometasone furoate (nasonex), cetirizine hydrochloride (zyrtec), vitamin e, aspirin (baby aspirin) and unspecified medication ("rescue product"). On an unk date three years prior to reporting, the pt started super poligrip (dental). Pt reported that maybe he occasionally applies the product twice a day about three times a week which represents device misuse. In 2009, at an unk time after starting super poligrip, the pt experienced his feet turning black and blue overnight and being bruised all over. On (B)(6) 2009, the pt was hospitalized. An unspecified blood test was performed and the level was low. The pt said low normal range was 125,000. (This info was felt to represent a platelet count). The pt also reported that he had various other tests that he was unable to name. The pt was diagnosed with idiopathic thrombocytopenic purpura. The pt was treated with ascorbic acid (vitamin c), prednisone and normal immunoglobulin (immune globulin). The pt was discharged to home 7 days later and continued to have blood work drawn every two weeks. Discharge medication included tapering dose of prednisone. Super poligrip was continued. At the time of reporting the events were unresolved.

Manufacturer narrative:
The purpose of this contact was to inquire about the availability of the super poligrip extra care and also to inquiry about the media info related to super poligrip. Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products is available. (B)(4).